Manufacturer narrative:
B3 unknown, h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a plunger head malfunction. There was unknown patient involvement.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the plunger head malfunction is due to one or multiple of the following components not operating as intended: force sensor, plunger cable, and or plunger pcb; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.